Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was returned showing the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6253616. Conclusion: unconfirmed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x 0.75" bd vacutainer® ultratouch¿ push button blood collection set leaked at the barrel where the tubing is connected. Two devices were affected. No medical intervention or injury reported.